Event description:
The manufacturer received information alleging a trilogy 202 ventilator failed a performance verification test step relating to 'check active ventilator service alarms.' There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, two high priority ventilator service required error codes were found in the device's error log relating to an oxygen blending module failure and a loss of communication between the host and the oxygen blending module. The service engineer states that the oxygen blending module printed circuit assembly (pca) board was replaced to address the issue. Additionally, the front enclosure and handle were replaced due to cosmetic damage. The device passed all final testing. No further investigation is required.